Event description:
Adverse event(s): "refractive error" (postoperative refraction, unexpected). Product problem(s): "iol rotated" (malposition of device [iol (intraocular lens) implant]). A surgical technician reported a patient with a refractive error due to the intraocular lens (iol) being rotated. Medical records were requested and received. According to the medical records, the iol was noted to be off axis by 45 degrees. The iol was exchanged for a different model lens. The patient's ucva was reported as 20/20 following the rotation procedure. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/26/2010, 05/27/2010, and 06/07/2010 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 06/07/2010. (B) (4). (B) (4).